Event description:
It was reported that the device would not detect a pt ECG rhythm through the paddles lead. The device would not have been able to provide defibrillation therapy to a pt from a result of this reported failure. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported failure. Proper device operation was observed through functional and performance testing and the device will be returned to the customer for use. The cause of the reported failure could not be determined.